Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual abnormalities noted during the pmv examination. The clip counter was no longer active and there were no clips in the shaft. The device was received fully fired, and a functional test could not be performed because the device was engaged in the end of firing safety interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while ligating the vessel, the device's jaw was stuck and would not open. They replaced the device to resolve the issue in order to complete the case. No patient injury.